Event description:
It was reported that a 49-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 535cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed an indentation on the left breast. In addition, she desired an augmentation surgery to increase the size of her breasts. As a result, the patient underwent bilateral removal and replacement with 635cc mentor memorygel boost breast implants on (B)(6) 2023. However, during the procedure, the patient was discovered to have a ruptured left breast implant. No patient consequences or procedural delays were reported due to the discovery. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 06, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view measuring approximately 0.4 cm. In addition, shell abrasion was noted on the edges of the rupture. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).